Event description:
N/a.

Manufacturer narrative:
The failure analysis was not possible because the unit involved in the reported event will not be returned for evaluation. Thus, the reported condition is unconfirmed. No lot number was reported; therefore, no device history record review was possible. The root cause for this event is undetermined. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4), director of regulatory programs, office of product evaluation and quality and (B)(4), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The customer reported that after using id4501i duragen 4x5 for a brain tumor, the cerebrospinal leakage (csf) was subcutaneously stored in about one week, and a follow up was done in about a month and a half by drainage. At the time of the first operation, dural deficiency was large, and there was almost no remaining dura mater. It was suspected that there was not enough "gin", but when the customer poured water with surflo, they confirmed that there was a leak and cerebrospinal fluid leakage was noted from 3 places. There also seemed to be a leak from the part where the dura was regenerated, and there seemed to be a hole that could not be confirmed with the naked eye. Additional information was received from the customer on 21oct2019 that the patient had a re-operation (duraplasty) on (B)(6) 2019. The patient was being followed up.